Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited low level, high frequency noise oversensing possibly due to myopotentials. Oversensed events could not be reproduced with deep patient coughs. Programming changes were made. The patient will continue to be monitored.